Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported cardiac arrest and perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 3008452825-2017-00064. During a pulmonary vein ablation procedure, the patient went into cardiac arrest and a tamponade was noted. During ablation of the right pulmonary veins, the patient became hypotensive and went into cardiac arrest. An ultrasound was performed which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.